Manufacturer narrative:
A sample from the patient was provided for investigation. The tsh value obtained by the customer was duplicated. The sample was found to contain an interferent to a component of the tsh assay. This limitation is covered in product labeling.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys tsh assay (tsh) on a cobas 8000 e 602 module (e602). The patient is hyperthyreotic. The result was considered high and did not fit the patient's clinical situation. The physician did not trust the result. The sample resulted with a tsh value of 78.0 uiu/ml. The ft3 value of this sample was 4.0 pg/ml and the ft4 value was 1.5 ng/dl. No action was taken on the result, and no adverse events were alleged. The e602 analyzer serial number was (B)(4).